Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had several failures. A field service engineer (fse) resecured the row cable on the drawer controller printed circuit board (pcb) and trays and then resecured the retractor cable and internal pyxis bus cable which resolved the issue. Additionally, in preventative maintenance, fse inspected the unit for loose medications and debris, checked drawer rail operation and slide bumpers, and tightened loose drawer fronts. During the inspection, a dislodged bearing cage was identified on drawer seven. The slide bumpers were replaced, the bearing cage was repositioned, and proper drawer operation was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.